Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had a 2.3 year longevity noted on merlin.net transmission on (B)(6) 2017, but the device reached elective replacement indicator on (B)(6) 2018. There was no indication of programming changes or capacitor charging that would have explained the change in battery voltage and had no sudden or abnormal battery depletion. It was determined that this was a diagnostic issue the programmer had overestimation of remaining longevity from (B)(6) 2017.